Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)¿ the dentist reported that, 4 months and 15 days after the dental implant was installed in patient¿s mouth; its non- osseointegration was observed. The implant was installed without immediately load and the patient presented insufficient bone quality/quantity (bone type I).